Manufacturer narrative:
This report is for an unknown screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, when the patient lifted up a dumbbell (about 2kg) during muscle training, the feeling of unspecified pain was reported. The patient visited the hospital, and the surgeon confirmed that one of the screws were broken, and another of the screws backed out. On (B)(6) 2020, the patient underwent revision surgery. It is unknown which screw was broken and which screw was backed out. No further information is available. Concomitant device reported: locking screw (part#: 412.109s, lot#: 34p8408, quantity: 2); locking screw (part#: 412.108s, lot#: l118413, quantity: 1); locking screw (part#: 412.108s, lot#: l009858, quantity: 1); cortex screw (part#: 404.824s, lot#: 4l96231, quantity: 1); locking screw (part#: 412.108s, lot#: 4l89207, quantity: 1); locking compression plate (lcp) plate (part#: 423.571s , lot#: 33p2748, quantity: 1). This report is for one (1) screw. This is report 1 of 2 for (B)(4).